Manufacturer narrative:
No pt present. Software error logs have been sent in for analysis, but the software investigation is still in progress.

Event description:
Medtronic representative reported that the system is running slow in the synergy cranial application. This event did not occur during surgery and no pt was present.